Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 50 mmol/l (900 mg/dl) between 5 and 24 hours of wearing the pod. The patient reported that on (B)(6) 2025, they were brought to the hospital by ambulance. The patient stated they were in the car at the time of the high bg levels, and it was thought they may have ripped out the cannula. The patient was experiencing vomiting caused by food poisoning from bread that was eaten the prior day. The patient reported they developed gastritis and because of the vomiting, they stayed in the hospital until (B)(6) 2025. The patient reported the pod was removed while at the hospital and the patient was treated with insulin via a pen. The patient was also treated with riopan, 800 mg/dl 4-5 times a day and continued this treatment for a month. The patient also was treated with pantoprazol 40 mg/dl, once a day in the morning and plavix 40 mg/dl, once a day, which they had already been taking prior to being in the hospital. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.